Event description:
It was reported that the customer were having some issues with the 2-way foley catheters and the balloon popping before the recommended fluid was placed into the catheter. It was happening in their 12 fr size (pcn# 165812 - lot# ngjs0552) and 10 fr sizes (pr# 165810 - lot# unk), in multiple lot numbers (pcn# 165812 - lot# unk) . These events had been on going so would want to make sure there was no educational gap that needed to be closed on their end. Staff experienced meeting resistance and the balloon popping before the full amount of recommended fluid was placed into the catheter (10 ml for 5 cc balloon and 5 ml for 3 cc balloon). No known injuries were reported. Staff met resistance and difficulty in inflating the catheter after inserting 5 ml of sterile water. No samples are available currently, it was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was having some issues with the 2-way foley catheters and the balloon popping before the recommended fluid was placed into the catheter. It was happening in their 12 fr size (pcn# 165812 - lot# ngjs0552) and 10 fr sizes (pcn# 165810 - lot# unk), in multiple lot numbers (pcn# 165812 - lot# unk). These events had been on going so would want to make sure there was no educational gap that needed to be closed on their end. Staff experienced meeting resistance and the balloon popping before the full amount of recommended fluid was placed into the catheter (10 ml for 5 cc balloon and 5 ml for 3 cc balloon). No known injuries were reported. Staff met resistance and difficulty in inflating the catheter after inserting 5 ml of sterile water. No samples are available currently, it was discarded. Per follow up via email on 02oct2024, it was reported that no other lot number were affected. This had been noted to be an issue for a year if not longer. There had not been any reported incidents where the patient was involved or hurt. They did not use the catheter in a bd provided foley tray and was not sure what they would consider IFU for the foley catheter. However, standard procedure was to inflate to whatever volume the catheter had imprinted at the hub. Customer also stated that they teach new nurses that was the source of truth.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "wall thickness too thin". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance secure the foley catheter, use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate leave foley catheter in place only as long as needed bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard ez-lok sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.